Event description:
The user facility reported that during a patient procedure the table moved from trendelenburg position to level without being commanded to do so. The facility transferred the patient to another table where the procedure was successfully completed. No injuries were reported to hospital staff or patient.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table. The user facility allowed access for a visual inspection however the technician was not permitted to further inspect or service the table. The technician did observe that the serial number tag of the surgical table had been removed. Requests for additional information regarding the event and access to the surgical table for a thorough review and inspection have not been fulfilled by the user facility. Accordingly, steris is unable to report further information regarding the reported event.